Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, while advancing the cat8 into the rotating hemostasis valve (rhv), the physician inadvertently kinked the tip of the cat8. Therefore, the cat8 was unable to aspirate from the tip and was removed. The procedure was then completed using a new cat8 and a new sheath. There was no report of an adverse effect to the patient.